Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported image issue and found it was due to a loose video connector plug on the charge-coupled device (ccd) unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that there was no image with the subject device. There was no report of patient or user injury due to the event. Additional details were requested regarding the reported event; however, no additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to water immersion of the charge-coupled device unit of the camera head. The specific root cause of the water immersion could not be determined at this time. Olympus will continue to monitor field performance for this device.